Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced chest pains while performing therapy with the amia cycler. At the time of the event, the patient was connected to the amia cycler in an unspecified dwell phase. It was reported that emergency services were taking the patient to the emergency room as a precaution. It was not reported if the patient was hospitalized for the event or whether apd therapy was ongoing. No further information was provided regarding the treatment or outcome from the event. No additional information is available.

Manufacturer narrative:
The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.